Manufacturer narrative:
Emdr section h6, codes d1102 updated to reflect results of investigation (d15 was removed). The device instructions for use provide instruction for properly positioning the device prior to deployment; the user is instructed to advance the prepped contralateral leg endoprosthesis delivery catheter to the level of the long radiopaque marker, and align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker on the trunk-ipsilateral leg endoprosthesis prior to deployment. Therefore, the cause of the reported potential malfunction may be attributed to the reasonably foreseeable misuse of the user not positioning the device correctly at the target location before deploying.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis devices, and gore® excluder® iliac branch endoprosthesis devices. After the gore® excluder® iliac branch endoprosthesis devices were implanted in the right iliac artery, a trunk-ipsilateral leg endoprosthesis (gore® excluder® conformable aaa endoprosthesis) was implanted. A contralateral leg endoprosthesis was then inserted and deployed after a spin check was performed. After deployment of the contralateral leg endoprosthesis, it was noted that the proximal end of the contralateral leg endoprosthesis had been deployed outside the contralateral gate of the trunk-ipsilateral leg endoprosthesis. The physician decided to convert to open surgery. On (B)(6) 2026, open conversion was performed. The stent grafts were removed, and abdominal aortic graft replacement was performed. The graft was sutured/anastomosed proximally to the stent and distally to the right internal and external iliac arteries and the left common iliac artery. During incision closure, the blood pressure could not be maintained. Bleeding due to injury to a branch of the superior mesenteric artery related to the graft replacement procedure was observed. The bleeding site was embolized using coils. The blood pressure then stabilized. After incision re-closure, the patient's blood pressure decreased again, and pcps was initiated, but the blood pressure did not recover. The bleeding site could not be identified, and the patient's hemodynamics subsequently collapsed, resulting in death.